Event description:
It was reported that a pt enrolled in a clinical trial for the treatment of de novo coronary artery lesions had undergone a percutaneous coronary intervention (pci) to treat an 80% stenotic lesion in the proximal left anterior descending (lad) artery. The target lesion was pre-dilated with a balloon followed by the deployment of a drug eluting stent. Post ptca and stent placement, intravascular ultrasound (ivus) imaging identified good stent apposition, however, a vessel occlusion was noted in the mid-distal lad. After a second balloon dilation, normal flow was immediately achieved. Following the intervention, there was no injury.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and exp dates cannot be determined. In review of the procedure summary, it was noted that nitroglycerin ic (ntg) was administered after ivus insertion. The dfu recommends ntg administration prior to ivus insertion into the coronary vascular bed. The device was disposed by the facility; therefore, a device eval cannot be performed.